Event description:
One month after a var-lase endovenous laser treatment the patient returned with a non-healing, draining wound at the exit site. The patient was treated with antibiotics. One week later, the vein was cable stripped to remove the infection tissue and a 1.5 cm long piece of fiber was removed from the site. Continued monitoring of the wound shows progress toward resolution, although the wound is still being treated with antibiotics.